Manufacturer narrative:
(B)(4). Investigation - evaluation. The complaint consisted of three wire guides. It is unknown which product contributed to the adverse event. Therefore, all three complaints are reported as malfunctions and adverse events. No images or device were returned; however, during the course of investigation, a review of the complaint history, manufacturing instructions, quality control, specifications and a review of trends was conducted. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections during manufacturing and again, prior to transport; therefore, it is plausible to suggest that the wire guide met with resistance beyond its intended design during a procedurally related event. As no product was returned and based on the limited information provided, we are unable to determine with certainty the root cause of this event. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), no additional risk mitigation is warranted.

Event description:
During a ureteroscopy procedure on a patient of unknown age and gender, the outer layer (green) unraveled exposing the metal wire inside. The coating that unraveled was removed successfully with no harm to the patient. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4).the event is currently under investigation.

Event description:
During a ureteroscopy procedure on a patient of unknown age and gender, the outer layer (green) unraveled exposing the metal wire inside. The coating that unraveled was removed successfully with no harm to the patient. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did require any additional procedures nor experience any adverse effects due to this occurrence.